Manufacturer narrative:
The cause of the melting plug was investigated by the manufacturer, who conducted a series to find the cause of the issue. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted and from that perspective was involved in the event. The device was used for the patient's treatment when the issue occurred. The complaint was assessed as reportable due to melted power plug found. D4.UDI: (B)(4) . The device is distributed outside the us and no gudid information exists. H3 other text : device evaluated by the third-party service company.

Event description:
During use at a hospital, visible smoke and signs of burning were observed coming from the power cord. Inspection revealed that the power plug had melted. No injury was claimed. The incident took place at (B)(6) hospital (B)(6) and was reported to arjo by (B)(6) third-service company.